Manufacturer narrative:
Evaluation result code: caster tube, retainer ring. During the evaluation, the service technician was unable to duplicate the reported issue. The brakes were able to be engaged and did not come out of brake unless stepping on the pedal to release them. A caster tube was found to be damaged and was missing a retainer ring. As a precaution, the service technician replaced the cam bracket assembly, brake cam, retainer ring and the damaged caster tube. Should additional information be obtained about this event, a follow-up report will be submitted.

Event description:
It is reported that the brakes were not holding and a broken bone resulted. No additional information has been provided about this event.